Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the synergy¿ stent came off the balloon before it could be deployed. The stent was still crimped on the balloon when it was partially pulled off by some calcium. It was half on the balloon still not deployed so the physician inflated the balloon to be able to remove the device. The physician implanted another stent to crush and move the underemployed stent out of the way. There were no patient complications reported and the patient's status was stable.